Manufacturer narrative:
The device is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
During a post dilatation of a stent (aurora stent) in the left superficial femoral artery (sfa), the balloon of the opta pro ruptured inside of the stent during inflation at 9atms. There was difficulty experienced removing the balloon (edge) from the sheath; therefore, the balloon and sheath were removed together. There was no injury to the patient. An indeflator was used as the inflation device. Patient vessel characteristics are unk for the female patient. There were no balloon leaks. No separation occurred. The balloon was prepped accordingly, and no anomalies were observed. A new sheath and balloon was used to complete the procedure.